Event description:
It was reported that during infusion, the device exhibited an alarm for no disposable, the pump would not run. Troubleshooting was performed but was unsuccessful and the alarm persisted. The device was powered off. The reservoir volume was 207.6ml, continuous rate of (B)(4), and (B)(4). Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.